Event description:
It was reported that on the day it was implanted, this right ventricular (rv) lead dislodged and caused a perforation with a pericardial effusion that was treated with a pericardiocentesis. The device remains in service. No additional adverse patient effects were reported. At this time there is no further information available form the field.

Manufacturer narrative:
Amendment corrected fields: h6 impact codes.

Event description:
It was reported that on the day it was implanted, this right ventricular (rv) lead dislodged and caused a perforation with a pericardial effusion that was treated with a pericardiocentesis. The device remains in service. No additional adverse patient effects were reported. At this time there is no further information available form the field.